Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had been performing system updates for more than 5 hours. A technical support specialist reached out to the it team, and they decided to perform a forced reboot. After that, the updates finished successfully and the system was now processing patients and orders correctly. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not transferring multiple patient profiles and orders to the server and stations. The customer reported that the error message "patient data may not be current: patient interface problem" showed up on the station, and it was not sending patient profiles to other stations. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.